Event description:
Halyard health received a report from the (B)(6) stating the device failed and was returned due to an unknown defect. No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a follow-up report will be filed. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).